Event description:
It was reported that the patient was seen by the physician because she could no longer perceived device stimulation. Device diagnostics resulted in high impedance. There was no known trauma or patient manipulation that could have caused or contributed to the high impedance. The device was programmed off after observing the high impedance. Clinic notes dated (B)(6) 2014 indicate that the patient complains of not feeling the vns stimulation and an increase in seizures. Device diagnostics resulted in high impedance. The patient was referred for surgery. The patient underwent generator and lead replacement. The explanted devices have not been received for analysis to date. No additional relevant information has been received to date.

Event description:
The explanted generator and lead were returned for analysis on 12/03/2014. Product analysis is underway but has not been completed to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Product analysis for the lead was completed on 12/17/2014 and showed that no obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no discontinuities were identified. A complete evaluation could not be completed since portions of the lead including the electrodes were not returned for analysis. Product analysis for the generator was completed and approved on 12/18/2014 and results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.